Event description:
When changing si robotic arm instruments, had difficulty taking out the robotic arm ("monopolar curved scissors"). The monopolar curved scissors arm was taken out of the patient with trocar still attached to the instrument as the instrument wouldn't go through the trocar. When attempting to remove the rubber tip cover on the monopolar curved scissors, noticed the tip of the actual instrument was broken and the rubber tip cover itself was still intact. Instrument was working fine when inside the patient and it was easily placed on the robotic arm.